Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. The suspect sample bar code label (not a beckman coulter product) was rec'd by beckman coulter and tested. The bar code verifier found that the label failed specifications for reflectivity media. The lh750 analyzer misread the sample bar code and communicated the incorrect sample ID (identification) number to the lis. Since there was no match for that sample ID found in the sys, a "no match" message was created. It was determined that the bar code checksum digit on the lh750 analyzer was disabled. If it had been enabled, the lh750 analyzer would not have communicated the wrong sample ID to the lis. Per beckman coulter labeling, the use of bar code checksums is strongly recommended in order to provide automatic checks for read accuracy. Field svc has since enabled the checksum on the instrument (date unavailable).

Event description:
The customer reported that on (B)(6) 2009 the lh750 hematology analyzer misread the bar code label for sample (B)(6) with a 'no match' error message subsequently reported. The bar code label was read correctly when it was presented to the hand held scanner. Test results were edited with the correct identification number and sent to the lis (laboratory info sys) manually. No erroneous or mislabeled results were reported outside the laboratory. There was no change in pt treatment as a result of this event.